Manufacturer narrative:
The reported defect was not able to be confirmed. The condition of the returned unit was not consistent with the complaint incident that the device was ripped/ torn. A visual examination of the nasal transfer tube and connecting tube found no issues. A physical examination revealed a slight amount of excess coating on the device. Inadequate coating would result in excessive placement force, but a slight amount of excess coating would not affect placement of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter device was intended for use during a endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the tip of the catheter was found to have small cracks, during preparation. The physician used another nasobiliary catheter to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a nasobiliary catheter device was intended for use during a endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the tip of the catheter was found to have small cracks, during preparation. The physician used another nasobiliary catheter to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.